Event description:
In the literature article ¿late complication after superficial femoral artery aneurysm: stent-graft expulsion outside the skin¿, published as a case report in cardiovasc intervent radiol in 2014, an endoprosthesis expulsion was reported. On an unknown date the patient presented with a 7-cm aneurysm in the left superficial femoral artery. A gore® viabahn® endoprosthesis was introduced through an 11 fr introducer sheath from cordis and advanced over a stiff terumo guidewire through the lesion. The endoprosthesis was ballooned with a powerflex balloon and the final angiogram showed satisfactory results with complete left superficial femoral artery aneurysm exclusion, graft patency and no endoleaks. Two years from graft implantation, the patient presented a purulent secretion and a spontaneous external graft expulsion through a fistulous channel. 75% of the graft length had extruded outside the skin with surrounding granulomatous tissue. The graft was completely removed with a slight traction and the fistula was managed with drainage, systemic antibiotic therapy, and daily wound dressing. The wound was closed after one month. An explant evaluation showed that the graft was infected by cutaneous-resident bacteria.

Manufacturer narrative:
Date of event is (B)(6) 2014. Literature article "late complication after superficial femoral artery (sfa) aneurysm: stent-graft expulsion outside the skin. (2014, august). Cardiovascular interventional radiology. Doi: (B)(4)" attached to report. - attachment: [literature article event 23 961.pdf]